Event description:
Customer called to report pump's reservior was broken off in half at the neck area. Also reportedly noticed the neck of the reservior was snapped and the insulin had leaked in the reservior compartment.